Manufacturer narrative:
At the time of this report, the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.

Event description:
It was reported that the surgeon was performing a bilateral dcr. The burr was in use and wasn't rotating properly. When the surgeon removed the burr it was found that it had snapped. There was a tiny piece of metal and two separate larger parts. It was clear that the burr had unravelled while in use. There was no injury to the pt. The pt was x-rayed to ensure there were no metal shards left in the pt.